Manufacturer narrative:
E1: initial reporter address 1: 2 (B)(6). Device evaluated by MFR.: symmetry sv/4.5-4/4t/90 was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 15 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 15 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 15 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no damage or issues with shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm cephalic vein. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres for 30 seconds, the balloon ruptured and vertically separated. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries, reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm cephalic vein. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres for 30 seconds, the balloon ruptured and vertically separated. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries, reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).